Manufacturer narrative:
A service call was made. Pressure and vacuum were out of range. The vacuum filter was adjusted; after adjustment both parameters were in range. Centrifuge shake was slightly out of range and adjusted to specifications. The repairs have returned the instrument to expected performance.

Event description:
Customer reported that an anti-d due to rh-immune globulin adminstration was reported as antibody negative. Manual capture testing resulted in positive (1+) reactivity with ready-screen cells I and ii. Testing performed on the galileo also exhibited 1+ reactivity. Rh-immune globulin was administered in 2007.